Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower and the fridge were not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower and the fridge were not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager and auxiliary tower were not detected on the bus. A field service engineer investigated and found that the auxiliary cable connecting the main station to the tower was not fully seated and easily detached. The connections were reseated securely, and the station was powered back on. The customer successfully tested the system through the user application. All devices were detected and properly assigned in the storage space configuration. A secondary test was performed by dispensing medications from each tower compartment and the fridge, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.